Event description:
It was reported the patient experienced sepsis from an unknown cause and died while using unknown baxter disposables for peritoneal dialysis (pd) therapy. It was not reported if an autopsy was performed. Pd therapy was ongoing at the time of death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.